Event description:
Device interrogation at office visit revealed that the pt's device was programmed to oma output current instead of to prescribed settings. Treating neurologist indicated that device diagnostic testing was interrupted during previous office visit and that the device was not interrogated afterward to confirm device settings. The pt's device was reprogrammed to prescribed settings. Further follow-up revealed that the pt's seizure control has improved since the device was reprogrammed to prescribed settings neurologist indicated that the device is functioning properly.